Event description:
It was reported that a pump display system error 322. It was also reported that there was no patient incident.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The reported symptom was confirmed and reproduced. The evaluation reproduced and reported symptom "system error 322". Physical inspection found that the lower latch switch to move in and out from the door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing the ec 322. System error 322 will occur when the pump transitions from the door open state to the door closed/set loaded state and the lower link switch does not activate. The lower auxiliary assembly was replaced.